Event description:
It was reported to nova biomedical that a consumer received readings in the 200 and 300's mg/dl on their blood glucose meter. The consumer was administering unknown amounts of insulin based on each readings. The consumer reported he experienced a hypoglycemic event which did not require any medical intervention. It was revealed at the time of the call, the consumer is not storing her test strips as instructed in our directions for use. The improper storage may contribute to a loss of integrity of test strips. Consumer educated on these directions for use at the time of call. The test strips in question will not be returned for evaluation as the consumer discarded them.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.